Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated and verified to correct this condition. A device history review could not be completed as the data-card retention period has expired.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.